Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic lobectomy, while the device was being applied in the blood vessel, the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. Another reload from the same lot was used, but the device still did not fire. Another reload from a different lot was used to complete the case. There was no patient injury.